Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during a stenting procedure of the left innominate vein in a left arm fistula with access through the central venous anastomosis, the endovascular stent graft could not be deployed as the distal end of the stent graft allegedly poked through the outer catheter. The delivery system was removed without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could be confirmed. The stent graft was found to be partially released and the distal outer sheath of the delivery system was found to be perforated by stent graft struts which made the successful deployment of the stent graft impossible. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with difficult anatomic conditions or a challenging placement site leading to increased friction and subsequent damage to the outer sheath. Reportedly, the lesion had been pre-dilated. Not using an introducer sheath may be another contributing factor to a tip damage and subsequent perforation. In this case, it was reported that no introducer sheath was used during the procedure. Insufficient flushing of the device also may contribute to increased friction and subsequent device damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." And "the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Also the IFU states that an introducer sheath with appropriate inner diameter is required for the procedure and that the device must be flushed with sterile saline. Furthermore, the IFU states: "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Evaluation was completed.

Event description:
It was reported that during a stenting procedure of the left innominate vein in a left arm fistula with access through the central venous anastomosis, the endovascular stent graft could not be deployed as the distal end of the stent graft allegedly poked through the outer catheter. The delivery system was removed without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.